Event description:
It was reported that the bed is going into the cardiac chair position without activation. No adverse consequences to the patient or operator were reported.

Manufacturer narrative:
The failure mode could not be duplicated. The footboard was replaced at the request of the hospital.